Event description:
Machine suddenly stopped during a treatment. Machine had a general safe state alarm that attributed to failure of the pi/po failure of the t1 test. The cause of the failure was traced to a leak present in the puf peristaltic pump segment failure. Changed the pump segment and t1 test passed four consecutive times.